Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in the mid left anterior descending (lad) coronary artery. A 2.8x19mm rx graftmaster covered stent system was advanced but was unable to cross the perforation. The patient expired, but it was reported that the graftmaster did not cause or contribute to complications or adverse events and had no bearing on the patient death. No additional information was provided.